Manufacturer narrative:
The insulin pump had button error alarm due to moisture damage on keypad traces. No scrolling numbers display anomaly noted. The device was received with minor scratched display window, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error after customer took out the battery due to the numbers were scrolling. Troubleshooting was done. Customer's blood glucose was 231 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.